Event description:
The customer reported that the system would not start (boot) up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The issue was resolved following a reboot. The customer decided to call back if the issue returns. The system was found to be working as intended. The system was put back into service.